Manufacturer narrative:
(B)(4).

Event description:
It was reported that ra lead insulation anomaly was observed during rv lead revision procedure. Lead was explanted and replaced. Patient's condition was good before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.